Event description:
This report is 1 of 4 linked to mfg report numbers: 3004608878-2021-00695, 3004608878-2021-00696, 3004608878-2021-00697. A facility reported that the mayfield ultra base unit (a2101) have transitions out of round. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - complaint confirmed via inspection of the item. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. Unit received with the base handle having been closed without the 6-inch transitional installed and deformed the hole. The handle was resized. The 6-inch transitional was replaced due to worn teeth. The shock cushion, ¼ inch pin, adjustment wrench and finishing cap replaced due to wear, general maintenance and cleaning performed. Root cause - complaint confirmed via inspection of the item. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. The returned unit is beyond integra¿s 7 years recommended life cycle and required replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.